Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was open and the internal visual inspection was performed and failed due to broken needle. The wearable was also provided for investigation. An external visual inspection was performed and had major damage due to gooseneck. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: type of follow up- correction. H6: component code- remove 510 and replace with correct code 3030.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The wearable was provided for investigation. An external visual inspection was performed and failed due to broken needle. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken needle was found in connection to the reported allegation. The probable cause of the broken needle could not be determined. No injury or medical intervention was reported.